Manufacturer narrative:
The investigation of product damage (sleeve damage) and positioning issues has been completed. The impella device was not returned for evaluation. Product damage (sleeve damage): when attempting to reposition in the catheterization lab and while doing so sterile sleeve around catheter ripped exposing catheter. Sterile tegaderm placed. The pump was not returned. The cause of the product damage (sterile sleeve damage) was not determined since product was not returned and insufficient clinical details. Positioning issues: following implant procedure, it was noted the pigtail was caught on mv chordae and inlet near pap muscle. The pump was not returned. The cause of the positioning issue was most likely use related due to the incorrect initial placement causing the pigtail to be caught on mitral valve (mv) chordae and inlet sitting near the papillary muscle which required repositioning. H6 component code 4723 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. While on support, when attempting to reposition the impella cp in the catheterization lab, the anticontamination sleeve ripped exposing the catheter. Sterile tegaderm was placed. Also, echocardiogram was performed, and the impella pigtail was caught on the mitral valve chordae and inlet near the pap muscle. Additionally, a small hematoma developed on arrival to the cardiovascular intensive care unit from the catheterization lab on the right femoral site. Pressure was held and they are continuous monitoring. The patient was eventually escalated to an impella 5.5.